Event description:
It was reported to boston scientific that the speedband superview super 7 was used in the esophagus in an esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the bands were entangled together and could not be used normally. Procedure was completed with another speedband superview super 7. No patient complications were reported due to the event. The patient condition following procedure was stable.

Manufacturer narrative:
Block a2: exact age at the time of event was not provided but patient was over 18 years old. Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Device evaluation summary: the speedband superview super 7 ligator housing was returned for analysis with five bands attached to it and two of them are overlapped and broken. The teeth were found bent and the handle returned with its trip wire not secured and it was not pulled up to take up rest of slack. The reported event of bands failure to deploy was confirmed. Most likely, the technique used by the physician during the procedure was the reason why two bands ended up breaking and overlapping due to the force applied from the handle, since the bands weren't being deployed. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or this could also be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications as follows: pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs and secure trip wire in slot on handle unit; however, the trip wire was not pulled up to take up rest of slack and the trip wire was not secured. With all the available information, boston scientific concludes that the most probable cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific that the speedband superview super 7 was used in the esophagus in an esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the bands were entangled together and could not be used normally. No patient complications were reported due to the event. The patient condition following procedure was stable. Procedure was completed with another speedband superview super 7.

Manufacturer narrative:
Block a2: exact age at the time of event was not provided but patient was over 18 years old. Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.